Event description:
A patient was implanted with a matrix construct at l4-l5 on an unknown date. Post operatively the patient presented with pain and the patient was returned to the operating room on (B)(6) 2012 for revision and removal of matrix hardware. This report is #2 of 10 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records found no discrepancies that would be associated with this complaint.